Event description:
It was reported the pt (B)(6) experienced a sudden loss of stimulation. Lead diagnostics showed invalid impedances on all contacts. The lead was replaced with a new one.

Manufacturer narrative:
Results - the complaint was confirmed for "invalid impedance." As received, the octrode lead was complete. Microscopic inspection of the lead body revealed a lead breakage with all wires broken (except one channel) at approx 21.5 cm from the stimulation end. The breakage on the lead is consistent with stress the lead was subjected while implanted in pt body. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.